Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing high blood glucose level. The blood glucose level was 25.6 mmol/l. Customer was using insulin pump within 48 hours of reported incident. Auto mode feature was not active at the time of incident. Customer did not allege that insulin pump was under delivering insulin. Displacement test had passed and no reservoir detected alarm received by insulin pump. The insulin pump will not be returned for analysis.